Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: malfunction of bed tilt. Table immediately removed from patient care; not a safety event/no deviation in care.